Manufacturer narrative:
The t:slim g4 user guide states, "the transmitter battery will last at least 6 months. Once you see the low transmitter battery alert, replace the transmitter as soon as possible. Your transmitter battery may drain as quickly as 1 week after this alert occurs." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use for longer than 6 months. No additional patient or event information was available. The customer was instructed to obtain a new transmitter.